Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest and subsequently expired. It was further alleged that these events occurred due to administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Follow up report is in progress to determine the date of death. If add'l info is received, a supplemental medwatch report will be submitted.